Event description:
It was reported that this patient reported with a tingling sensation in the chest. A perforation of the right ventricular (rv) lead was noted on examination. This rv lead was successfully explanted, and device downgrade performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. The lead was severed with only the distal segment returned. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip and except for the intentional severing, no abnormalities were observed. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient reported with a tingling sensation in the chest. A perforation of the right ventricular (rv) lead was noted on examination. This rv lead was successfully explanted, and device downgrade performed. No additional adverse patient effects were reported.